Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in five pieces for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Visual examination of the lead found an external insulation breaching the re cable lumen was noted at 14.7 cm to 15.0cm from the connector pin. The abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.